Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The customer alleged ise calibration issues. The customer noticed a water drop hanging from the ise sipper tip. The field service representative cleaned the ise sipper and found a clot blocking, partially, the passage of fluids through it. After unblocking the sipper, the ise was calibrated and qc measurements were within specifications. No further issues were reported after the service visit.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 119 mmol/l. This result was considered wrong, and was not reported outside of the laboratory. The sample was repeated and the result was 135 mmol/l. This result was considered correct and was released to the patient/physician. The sample was repeated on a cobas integra 400 plus module and the result was 134.9 mmol/l. The sample was repeated again on the cobas integra 400 plus module and the result was 135.3 mmol/l. The electrode lot number and expiration date were requested, but not provided.